Event description:
Customer complains of failed cap survey results for hba1c. Results were biased high relative to the cap survey ranges. It is unknown if patient results were reported during the period when the high bias was observed. It is unknown if patient treatment was altered or prescribed on the basis of the biased high hba1c results. There was no report of adverse health consequences as a result of the biased high hba1c results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed a positive bias on several listed dimension vista hba1c flex reagent cartridge lots. Investigations have shown for hba1c values below 6%, a positive bias of approximately 0.3% with an upper 95% confidence interval of 0.7%. The issue was shown to potentially impact quality control, patient samples, and proficiency materials. An urgent medical device recall for the hb1c flex® reagent cartridge (k3105a) was issued in april 2013 to impacted customers. The communication 13-18 instructed customers to immediately discard any remaining inventory of the affected lots of dimension vista hba1c (k3105a). Siemens provided a lot number for lots beyond which the issue was corrected.